Event description:
It was reported that during an unknown procedure using a dyonics rf-s whirlwind 90 degree probe with integrated cable, the probe did not function upon connection. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.